Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. We were unable to review the labeling due to unknown product code. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the catheter was leaking from a slit above the bifurcation. The complainant reported that the catheter could not be removed and replaced due to the radical prostatectomy that her husband had on (B)(6) 2018. The complainant also noted that the hospital used surgical glue to prevent the catheter from leaking. The complainant alleged that her husband experienced pain and required an additional night in the hospital.